Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The impella come out of position and into the aorta. Repositioning was unsuccessful and on day 7 of support the pump alarmed for a pump stop. The impella cp device was explanted. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop and positioning issue. The device was not received for evaluation. The root cause of the pump stop, and positioning issue was unable to be determined since product was not returned. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.